Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged dizziness/headache, respiratory issues, inflammatory response, hypersensitivity, nausea/vomiting and eye, skin and respiratory tract irritation. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.